Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was received from the customer and based on the lot number provided, a detail batch review was performed. The assembly work order was reviewed and did not detect any defects during the connector assembly process. Review of the incoming inspection report for the connector used in the work order did not reveal any signs of dimensional failure. The dimensions of the connectors were found to be well within specification when measured during incoming inspection of raw materials. Review of the primary extrusion batches of the tubes used in this lot of product did not reveal any sign of tube dimension failure. The tubes ID and od meet the established specification during primary production. No previous investigations are available. At this time, without the actual complaint sample for evaluation, there is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the "connection tubing is too tight and unable to dislodge". The impact of the device issue on the patient is unknown.